Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Sales representative reported for left side, the "patient experienced breast pain therefore usg and examination were performed. It was observed that there was leakage in the prosthesis". Physician reported "swelling and deflation ... On usg and examination it was detected there is rupture suspicion and liquid increase around implant". Device remains implanted.